Manufacturer narrative:
FDA codes are listed below; system updates pending. Result: known inherent risk of procedure. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the central ai cannot be confirmed. In addition to procedural factors (valve position with right leaflet overhang), patient factors (severe annular calcification, bulky/severe native leaflet calcification, moderate aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post implant of a 26mm sapien xt valve, severe residual aortic regurgitation was evident of the right cusp. Initially, it was difficult to determine if the leak was central or paravalvular, and the valve appeared to be lower in the right than the left. Further evaluation indicated the leak could be central aortic insufficiency (ai) with what appeared to be the right leaflet overhanging the sapien xt valve. A chuck of calcium was also noted at that site. The patient was stable, but had a low diastolic pressure due to the ai. A second sapien xt valve was deployed, slightly higher on the right side than the initial valve, and appeared to be in a good position. Further evaluation revealed that there was still moderate ai in the same area on the right cusp. There was then some discussion as to whether the leak was actually central ai or paravalvular leak (pvl) caused by the calcium. Post dilation, with an additional 1cc of volume, was performed on both valves together, resulting in a mild leak. The patient was transferred in stable condition. The native annulus measured 27mm x 19mm by CT with a valve area of 439mm2. Severe annular calcification, bulky/severe native leaflet calcification and moderate aortic root calcification were reported.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the pvl cannot be confirmed. In addition to procedural factors (valve position with right leaflet overhang), patient factors (severe annular calcification, bulky/severe native leaflet calcification, moderate aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, post implant of a 26mm sapien xt valve, severe residual aortic regurgitation was evident of the right cusp. Initially, it was difficult to determine if the leak was central or paravalvular, and the valve appeared to be lower in the right than the left. The leak was determined to be paravalvular leak (pvl). Further evaluation showed what appeared to be the right leaflet overhanging the sapien xt valve. A chuck of calcium was also noted at the right leaflet. The patient was stable, but had a low diastolic pressure due to the pvl. A second sapien xt valve was deployed, slightly higher on the right side than the initial valve, and appeared to be in a good position. Further evaluation revealed that there was still moderate pvl in the same area on the right cusp. Post dilation, with an additional 1cc of volume, was performed on both valves together, resulting in a mild pvl. The patient was transferred in stable condition. The native annulus measured 27mm x 19mm by CT with a valve area of 439mm2. Severe annular calcification, bulky/severe native leaflet calcification and moderate aortic root calcification were reported.